Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2007, the pt called for assistance with clearing an 04 (occlusion) error. While troubleshooting, the pt stated that her blood glucose was low (54 mg/dl) and she took a glucotab. Her blood glucose elevated to 84 mg/dl and the pt was able to clear the occlusion. One day later, the pt stated that her blood glucose was elevated to as high as 300 mg/dl. Her blood glucose measured 179 mg/dl at the time of the report. Upon f/u ten days later, the pt stated that her blood glucose was elevated to 250 mg/dl in the morning and she did not understand why. She stated she bolused 4 units of insulin and her blood glucose returned to normal. At the time of the report, the pt stated that she had already bolused for dinner, but had not yet had time to eat. Her blood glucose measured 47 mg/dl and she took a glucotab. The pt was advised to discuss her blood glucose issues with her physician. Upon further f/u on that day, the pt stated her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.